Event description:
Received info stating customer received multiple occlusion alarms. Reportedly, customer's blood glucose level was 123 mg/dl and after as workout, without eating any food, blood glucose level was in the 200s. During troubleshooting with tandem technical support, customer corrected blood glucose level.

Manufacturer narrative:
No product returning for eval. Should new relevant info become available, a follow up report will be submitted.